Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total shoulder arthroplasty on an unknown date utilizing competitor product. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to infection. Biomet hip spacer molds were implanted to complete the procedure. It was further reported that patient alleges experiencing pain, upper left arm would turn bright red, inflammation, multiple red sores on his arms and hands, metal poisoning, and that shoulder spacer was left in patient for a period of fifteen (15) months. Patient underwent another revision procedure on (B)(6) 2015, during which biomet custom products were implanted. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from the patient reported the patient continues to experience pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a initial left total shoulder arthroplasty on (B)(6) 2011 utilizing competitor product. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to infection. All components were removed and biomet hip spacer molds were implanted to complete the procedure. It was further reported that patient alleges experiencing pain, upper left arm would turn bright red, inflammation, multiple red sores on his arms and hands, metal poisoning, and that shoulder spacer was left in patient for a period of fifteen (15) months. Tests and examination revealed infection. Patient underwent a reimplantation procedure on (B)(6) 2015, during which biomet custom products were implanted. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from the patient reported the patient continues to experience pain. Additional information received in operative notes reported that during the reimplantation procedure on (B)(6) 2015, thick fibrotic circumferential scar tissue was removed during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following section could not be completed with the limited information provided.

Event description:
It was reported that patient underwent a left total shoulder arthroplasty on an unknown date utilizing competitor product. Subsequently, patient underwent a revision procedure on (B)(6), 2013 due to infection. Biomet hip spacer molds were implanted to complete the procedure. Subsequently, patient underwent a revision procedure on an unknown date, and the hip spacer mold was removed and a biomet shoulder spacer was implanted. It was further reported that patient alleges experiencing pain, upper left arm would turn bright red, inflammation, multiple red sores on his arms and hands, metal poisoning, and that shoulder spacer was left in patient for a period of fifteen (15) months. Patient underwent another revision procedure on (B)(6), 2015, during which biomet custom products were implanted. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.